Manufacturer narrative:
As per physician pertaining to case, it was reported the lsa was patent and there was not a plan to implant either plug/ coils initially. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films received; however, the cause and type of the endoleak could not be fully determined. While a type iii fabric endoleak cannot be ruled out, analysis of the returned films did not reveal any obvious anatomical anomalies (e.g. Calcification) that may have led to the reported type iii endoleak and a type iii fabric endoleak would be less likely to have occurred at index. It is likely that a type IV endoleak may have occurred during the index procedure but this type of endoleak usually resolves within 24 hours. It is considered that the observed patency of the lsa, despite appearing to be covered by the stent graft, may have contributed to a type ii endoleak into the aneurysm sac; however, this could not be confirmed. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm and dissection. It was reported that post the procedure, there appeared to be a type IV endoleak and it was placed under monitoring. Two days later, the patients hemoglobin dropped to 8mg/dl after 3 blood transfusions. A CT was performed which revealed a type iiib, a fabric graft tear. Emergency treatment was carried out of the same date and the valiant captivia was relined with a new stent graft (vamf3232c200te). As per the physician the cause of the event can not be determined but was said to be maybe a manufacturing defect. No additional clinical sequelae were provided and the patient is fine.